Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 810:04, which was identified during bio-medical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. During product evaluation, a baxter service technician confirmed the reported condition was caused by an out of calibration air in line printed circuit board. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation in the pump's event history. This condition was caused by the pump's air in line printed circuit board being out of calibration. The pumphead module was replaced to correct the reported condition.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information:a service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.